Manufacturer narrative:
Device sample requested, but not received. Investigation report not available at time of this report.

Event description:
The distributor reported the entire stack of staples disengaged from the stapler causing jamming during procedure. No patient injury reported. No medical intervention.